Event description:
It was reported that during attempted insertion of hammertoe implant, the implant broke upon insertion. Surgeon utilized a high-speed burr to remove fractured portion of the device and surgery was delayed approx one hour. Alternate fixation was used to complete the procedure in 2006.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.